Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, it was observed that the battery impedance of the subject pacemaker was 3.53kohms, and the magnet rate was 95min-1. The estimated residual longevity displayed by the programmer was 37 months (with a 2-month accuracy margin). Due to the covid-19 situation, the next follow-up was scheduled more than a year later. On (B)(6) 2020, it was observed that the pacemaker was operating in nominal mode (vvi mode, 70min-1, unipolar pacing with an output of 5.0v and 0.5ms pulse width). The patient had been suddenly feeling symptoms of dizziness, that were similar to pre-implantation symptoms. The device was explanted on (B)(6) 2020. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, it was observed that the battery impedance of the subject pacemaker was 3.53kohms, and the magnet rate was 95min-1. The estimated residual longevity displayed by the programmer was 37 months (with a 2-month accuracy margin). Due to the covid-19 situation, the next follow-up was scheduled more than a year later. On (B)(6) 2020, it was observed that the pacemaker was operating in nominal mode (vvi mode, 70min-1, unipolar pacing with an output of 5.0v and 0.5ms pulse width). The patient had been suddenly feeling symptoms of dizziness, that were similar to pre-implantation symptoms. The device was explanted on (B)(6) 2020. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.